Event description:
A customer contacted haemonetics on (B)(4) 2011 to report noise and then smoke from the centrifuge area of an orthopat machine. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2011 to report noise and then smoke from the centrifuge area of an orthopat machine. No operator or donor injury was reported. Upon evaluation of the device fluid ingress was discovered on electrical components. The affected components were decontaminated or replaced and the machine is now ready for use. (B)(4).